Event description:
It was reported by the vns patient that she developed an infection at the former electrode site following her vns lead and generator explant on (B)(6) 2011 due to lack of efficacy. The patient indicated her neck was red and swollen and she needed a high dose of antibiotics that required hospitalization. The patient stated that although the lead was removed, she has pain at her neck. She also indicated that she has painful spasms in her neck at the former electrode site that require her to take painkillers such as vicodin. Attempts for additional information from the patient's physician have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.